Event description:
A healthcare professional reported that during cataract / vitrectomy combination surgery a patient experienced posterior capsular tear and thermal burn wound on the upper eyelid and sclera caused by the high temperature of the tip following phacoemulsification for a dropped lens in a silicone oil-filled vitreous. Medication was prescribed twice a day for the thermal burn wound. A 3-piece intraocular lens was used due to posterior capsular rupture. After following up for one month, both eyelid and scleral wounds healed gradually with scar formation. The patient was then to follow-up.

Manufacturer narrative:
Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information obtained, the root causes of the reported event(s) are inconclusive. Based on the information obtained, the root causes of the reported event(s) are inconclusive. Manuracturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.